Manufacturer narrative:
A patient controller is unable to locate the patient's ipg was reported to abbott. As a result, the patient's ipg was explanted and replaced to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported the patient's ipg would not communicate with the charger. The patient last felt stimulation approximately a month ago. In turn their scs ipg replaced because the ipg was inoperable. Stimulation therapy was reportedly restored postoperatively.